Manufacturer narrative:
The insulin pump had a blank-flashing white lcd with audio/beeps due to a cracked lcd controller. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to a flashing white lcd. The device had a scratched casing, minor scratches on the lcd window, pillowing keypad overlay, and cracked select button on the keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was flashing black and white. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.